Event description:
It was reported that the patient was experiencing trouble charging the implantable pulse generator (ipg) which resulted in uncontrolled pain. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing very well postoperatively. The physician did not return the explanted ipg.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing trouble charging the implantable pulse generator (ipg) which resulted in uncontrolled pain. The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing very well postoperatively. The physician did not return the explanted ipg.additional information stated that all products were explanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months prior to the date the manufacturer became aware.this report is being submitted to correct the initial MDR in block h11 (additional suspect)additional suspect medical device component involved in the event:model number/catalog number: sc-1160,serial number:(B)(6),batch/lot number: 340030,model/catalog description: spectra wavewriter ipg kit,unique identifier (UDI) #: (B)(4).model number/catalog number: sc-8336-50,serial number: (B)(6),batch/lot number: 16354329,model/catalog description: coveredge 32 surgical lead kit 50 cm,unique identifier (UDI): (B)(4).